Event description:
Customer reported that false measurement with human chronic gonadotropin assay and testosterone assay. Hcg measured 20.05 uu/ml, the remeasurement was 500 uu/ml. This may have been due to the "lld" detection function which sometimes does not perform correctly around sample dead volume.